Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device at elective replacement indicator (eri) level was returned for analysis. Analysis performed including longevity assessment were normal with no anomalies found.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.